Event description:
A caller reported a continuous glucose monitor (cgm) error identified as error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support, which included complete information on resetting the pump. Following the reset, the error code did not reappear, and the customer was able to successfully start their sensor session.